Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the blade broke at the mount during a total hip arthroplasty. It was also reported that there was a delay of a few minutes to open a new blade and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that the blade broke at the mount during a total hip arthroplasty. It was also reported that there was a delay of a few minutes to open a new blade and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.